Manufacturer narrative:
The smiths medical pump was returned in good physical condition with alllabels intact. During testing, it was found during accuracy testing the pump's average delivery error was within th epublished specifications of +/- 6%. The original complaint could not be confirmed.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy test by -10% . There was no patient involved.